Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur xp instrument, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced the washblock sample probe tubings and valves for wash 1 delivery. The customer is running siemens (B)(4) quality controls every four hours in replicates of ten. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.